Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During the implant of this pacemaker, multiple attempts were necessary to obtain venous access. It was noted that some attempts resulted in arterial access. Once venous access was obtained, the introducer wire would not advance. The needle was removed and, after obtaining venous access again, a different introducer wire was used. The first sheath attempted could not be advanced so a different sheath was used. The right ventricular (rv) lead was implanted and satisfactory measurements were obtained. The right atrial (ra) lead was then placed, again with lead measurements within normal limits. The patient complained of back pain at this point and her blood pressure began to drop. The pacemaker was connected to the leads. The patient¿s condition worsened and an emergent chest tube was placed for a hemothorax. One day post-implant, the patient was in the intensive care unit. This device remains in service.